Event description:
It was reported that the burr was entrapped on the wire and difficult to remove. A 1.50mm rotapro and rotawire were selected for use with a guidezilla in a heavily calcified lesion in the mid-right coronary artery (rca), with significant calcified lesions in the distal rca. Of note, there was a calcific tortuous lesion in the proximal rca with previously implanted stents mid-segment. During the procedure, the rotapro decelerated and became stalled in the mid-rca. Dynaglide mode was activated however, when the burr exited the distal lumen of the guidezilla, the rotapro stalled against the hypotube of the catheter. The burr was attempted to be removed over the wire manually, but it was unable to be done so the burr and wire were removed from the patient body together. Upon inspection after removal it was discovered that the distal tip of the guidezilla was damaged due to friction between the guidezilla and rotapro shaft. A 1.75mm rotapro and new rotawire were selected to continue the case, and advanced to the mid-rca where the device experienced unstable speed issues. The physician was unable to remove the device using the advancer knob. The system did not stall and when activated would rotate at 200 rpms and the system made a different sound than usual. It was identified that the connection failed, and the system was removed from the patient. The procedure was completed using an alternative method. Post procedure, a good angiographic result was achieved. No patient complications were reported and patient was reported as well at the end of the procedure.